Event description:
It was reported that this event involved a pt who had undergone CABG and was to have an atrial valve replacement. An iab was inserted prophyactically and the physician decided to reposition the iab without using a guide wire. The pump was turned off and when the pump was restarted, blood was seen entering the helium tubing. The iab was removed and a replacement was not indicated. There were no pt complications.